Manufacturer narrative:
The unit was taken out of service. The subsidiary clinical specialist is going to replace the power manager board in the unit at the user facility.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the system 1 base would switch over to battery power when the base was unplugged, but the base would not start-up on battery power alone. The device was not changed out, as the customer used the unit for surgery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.